Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an image guided craniotomy, on sewing the dura layer in the brain, the needle tip broke off and they could not find it. They ended up looking for quite some time and even brought in an x-ray which came back negative. It was not found out that the needle tip broke until after the surgeon irrigated the surgical site, so they were not sure where the needle tip went. The surgical time was extended by thirty minutes or more.